Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered shock and the therapy was exhausted. Additional information from the representative indicated that the patient was shocked for rapid ventricular response (rvr) associated with atrial fibrillation (af). The ventricular tachycardia (vt) and ventricular fibrillation (vf) detection zone was increased to avoid inappropriate therapy. No adverse patient effects were reported.